Event description:
Facility reported that soon after initiation of dialysis, dialyzer on 14th use had a blood leak. Unable to return pt's blood. Blood lines and dialyzer had to be discarded. Pt's blood loss > 100cc. Pt stable.